Event description:
It was reported that the ilet bionic pancreas displayed a ¿connect cgm or dosing will stop¿ alert because the dexcom g7 continuous glucose monitor (cgm) sensor was started only in the dexcom app and not on the ilet, resulting in no cgm data reaching the pump until the sensor was started on the ilet. Symptoms included a transient loss of cgm data to the ilet with no reported adverse symptoms. Outcomes included restoration of cgm readings on the ilet after guidance and no health impact. User support included technical support review and step-by-step troubleshooting and education on correct sensor start and pairing workflow. Investigation of this case revealed user setup error related to sensor start on the pump, with device function normal once configured correctly. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete pairing/setup.